Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that wafer is changed daily or twice per day due to large amount of clear weeping from denuded skin which is causes wafer to loosen. The 2nd dose of diflucan started on (B)(6) 2014; using (B)(6) powder and cavion no sting with (B)(6); stomahesive paste and moldable accordion flange. Skin is washed with water and (B)(6). The proper sizing and molding of the wafer was reviewed with end-user, and end-user was advised to stop using the following products: paste, any remover wipes with alcohol, and nystatin powder. In addition, end-user was provided instructions in crusting techniques using stomahesive powder and cavilion in multiple layers. Lastly, samples of (B)(6) slim; large (B)(6) and no sting wipes and removers. End-user will notify convatec if conditions persists. No add'l pt/event details have been provided to date a return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. FDA registration number. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It was reported that end-user developed red, weeping skin without itching on the upper half of peristomal area. This condition has been treated with oral diflucan at that time for suspected yeast infection with the first (1st) dosage completed on (B)(6) 2014; second dosage started on (B)(6) 2014. Lastly, it is also reported that end-user continued treatment with prescription topical (B)(6) powder which started since (B)(6) 2014.